Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to reproduce the reported event, he re-seated the hard drives and preformed a system checkout. No parts were returned. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that upon boot up of the mobile view station (mvs), it displayed a blue screen that said 'a problem has been detected and windows has been shut down to prevent damage to your computer.' They shut down both the mvs and the image acquisition system (ias). It took an exceptionally long time to shut down and restarted the mvs. After reboot, the mvs displayed a black screen. They restarted the system again which resolved the issue. There was no patient present when this issue was identified.